Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2018 with opaque on nasal flap edge, trace epithelial ingrowth inferior to central hazy; follow-up flap lift in the right eye (od), follow-up lasik on (B)(6) 2018. Topical steroid dosage was increased. Patient's chief complaint was of transient light sensitivity syndrome. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -9.00 x -.75 x 115, left eye pre-op 20/25 -9.25 x -1.25 x 40. Bcva from (B)(6) 2019: right eye pre-op 20/25 -.50 x .00 x 90, left eye pre-op 20/25 -1.00 x -.25 x 125.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.